Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported the bronchofibervideoscope's image position was abnormal during set up / inspection for use (during set up in room / before patient in room). There was no patient injury or medical intervention associated with this event.